Event description:
It was reported that: "bleeding in the area of the lingual frenulum; lingual frenulum severed; awaiting gastroenterology appointment for instructions."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "bleeding in the area of the lingual frenulum; lingual frenulum severed; awaiting gastroenterology appointment for instructions."